Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fas09050 endovascular stent graft allegedly experienced a deployment issue. This information was received from a single source. The malfunction involved a patient with no reported patient consequence. The patient was reported as a (B)(6) year-old male weighing (B)(6) lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fas09050 endovascular stent graft allegedly experienced partial deployment and break. This information was received from a single source. The malfunction involved a patient with no reported patient consequence. The patient was reported as a 48 year-old male weighing 220 lbs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation is confirmed for break and partial deployment. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.